Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-feb-2020 from a healthcare professional (hcp) who reported that the pump refill was done on (B)(6) 2020. The volume programmed at the refill was 19. At the time of surgery, 9 was removed from the pump. The cause for the discrepancy was unknown by this reporter. The cause for the yellow discoloration of the catheter was noted to be ¿infection¿. The drug being delivered via the pump was dilaudid. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: the "date manufacturer received" date for MDR fu #1 should have been 2020-03-02. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving 25 mg/ml dose not reported via an implantable pump. On (B)(6) 2020 it was reported that there was fluid in the pocket and yellow discoloration of the catheter. The reservoir volume did not match what the pump said was supposed to be in the reservoir and a possible pocket fill at last refill with home infusion healthcare provider. The environmental, external or patient factors that may have led or contributed to the issue was noted as the patient was refilled by the home infusion healthcare provider a few days prior to surgery. The diagnostics and troubleshooting performed and the actions and interventions taken to resolve the issue was the infusion system was explanted due to possible infection. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported or anticipated.